Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Event description:
The field service representative cut his finger on the architect i2000sr during service repair of the cable of the vacuum value of the reagent vacuum vessel. The field service representative received a suture, antibiotics and a tetanus shot due to the cut. The field service representative is a (B)(6). There was no patient involvement.

Manufacturer narrative:
A review of data for the vacuum valve part from (B)(6) 2012 to (B)(6) 2013, did not identify any other complaints for injuries sustained from the valve and no adverse trends related to safety issues were identified. Current labeling advises operators on potential hazards. Abbott instruments are certified to safety standards to ensure that adequate protection is provided against hazards. Based on the available information, there is no evidence of a deficiency or malfunction of the system.